Event description:
(B)(4) the dealer reported that the spt custom mechanical wheelchair arm socket weld was broken. There was no patient injury reported.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2013-01051 indicting the manufacturer as (B)(4) with a serial number of (B)(4). The correct manufacturer is invacare (B)(4) with a serial # of (B)(4). The correct FDA registration # is (B)(4).